Event description:
Physician prepping for peripherally inserted central catheter (PICC) line insertion, noticed some discoloration in the catheter. Upon further observation noted a crack in the catheter around the 8 cm mark. PICC catheter size1.9fr and lot#231329. A new catheter was obtained for insertion.